Event description:
I had essure placed (B)(6) 2013. Almost immediately I began having migraines daily, fatigue, forgetfulness, bloating, spotting for 2 weeks after my period, acne, neutropenia, bruising, altered taste and smell.